Manufacturer narrative:
Device not returned.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 170 mg/dl. Reportedly, a second cgm bg reading was 97 mg/dl, and the meter bg reading was 170 mg/dl. No additional patient or event information was available. Reportedly, the customer entered calibration values during periods when no cgm values were present. A replacement sensor was sent to the customer.